Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose and low blood glucose level. The customer's blood glucose level was 600 mg/dl and low blood glucose value was 54 mg/dl. The customer treated blood glucose by manual injection and the customer treated low blood glucose level with carbs. The customer reported that the insulin pump received no delivery alarm. It also stated that drive support cap was normal. The customer was neither hospitalized nor admitted for high blood glucose. The insulin pump will not be returned for analysis.